Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a bend of >=90 degrees was located in the mildly calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was successfully deployed. However, during post-dilatation, the post-dilatation balloon hit the proximal part of the stent which then deformed and compressed the stent. Subsequently, the physician deployed another promus element stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a bend of greater than equal to 90 degrees was located in the mildly calcified left anterior descending artery. A 3.00x38mm promus element long drug-eluting stent was successfully deployed. However, during post-dilatation, the post-dilatation balloon hit the proximal part of the stent which then deformed and compressed the stent. Subsequently, the physician deployed another promus element stent and the procedure was completed. No patient complications were reported and the patient's status was stable. Promus element, mr, ous 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the proximal rows up to mid-section of the stent were damaged with stent struts bunched and stretched distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.